Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak. Customer¿s blood glucose level was 120 mg/dl. Troubleshooting for the reservoir leak was performed. Customer advised that the location of the leak was past both o-rings. Customer advised they had issues with six reservoirs. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would not be replaced.